Event description:
Patient had a full replacement. Patient did report that about 7 months ago he was in jiu jitsu class and was pulsed on his neck. He said at the time he didn¿t feel anything but the day after, he felt pain in his neck. He went in to see his doctor and when they checked his device that¿s when they found high impedance. He said he normally had voice alteration before and used to feel a pinch in his neck when the device was first turned on or settings increased. Now he doesn¿t feel those symptoms but he hasn¿t had a grand mal either. The explanted devices have not been received for analysis to date.

Event description:
The explanting facility is a no return site therefore the suspect device will not be returned for analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient has a fractured lead. Surgery has not occurred to date. No additional relevant information has been received to date.